Event description:
The customer reported that in one case the j segment of the temporary arteriotomy locator was not present and in another case they were unable to retract the j segment of the locator during a case. No patient complications were reported.